Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial channel of the external pulse generator (epg) was not reading correctly during testing. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the report that the atrial channel was not reading correctly and the output and sensitively tests failed. Analysis noted that the battery wire insolation and display wire insulation were pinched but were not compromised. Analysis also noted that display wires were pinched and exposed. The output connector was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no output was measured during the output test. It was noted that the atrial sensitivity test also failed as the amplitude continued to increase past the pacemaker set point. Multiple cables and leads were tried but the issue remained. The epg was returned for service.